Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jun-2018 with the following findings: the battery cap and cartridge cap were returned . All testing was performed with test caps. The pump was unresponsive with a test battery cap. No audible tone or vibration alerts occurred at power up. The display remained blank upon battery insertion. Unrelated to the original complaint, the battery compartment was cracked in the thread area. Evidence of moisture contamination was found inside the battery compartment. A leak test showed a leak at the battery compartment crack. The pump case was removed to find evidence of additional moisture throughout the inside of the pump including the display flex cable and connector. The pump was unresponsive due to internal moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the display screen was blank and there was moisture in the battery compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.